Manufacturer narrative:
Per the initial reporter, the device will not be returned. Common name = stent, superficial femoral artery, drug-eluting; product code = niu PMA/510(k) number = p100022. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during an endovascular study procedure, the zilver paclitaxel-eluting peripheral stent was placed in the patient's right popliteal artery lesion. The lesion status was de novo. The baseline lesion morphology showed mild calcification, no thrombus and patent inflow tract. The inflow tract was treated during study procedure. Three (3) runoff vessels were treated prior to study stent placement but there was still over 30 percent (%) residual stenosis left. The study lesion was 60 millimeters (mm) in length, and the proximal and distal reference vessel diameter was 5.5 mm. The percentage diameter stenosis was 100%. The patient did not have a pre-dilatation performed; however, a five (5) post-dilatation was performed. Bleeding in the patient's popliteal artery was observed. Per the physician, during post-dilatation, a stent strut likely caused perforation of the popliteal artery distal to the study stent. The patient was treated for the bleeding percutaneously with a bare balloon (separate from the balloon device used to post-dilate the stent). The patient remained in the study. Per the initial reporter, additional information regarding this event is unavailable.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, instructions for use (IFU), manufacturing instructions, and trends of the device as well as a photographic inspection were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, images were provided to support the complaint investigation. After initial post implantation angioplasty, extravasation was observed 5 mm beyond the distal stent and through the stent near its inferior end. The extravasation beyond the stent then back filled up to the stent. The stent was intact without fracture and parallel to the vessel wall. The reference vessel diameter at just inferior of the distal stent was 4 mm preimplantation and 4.2 mm post implantation while the stent expanded to 5.5 mm in diameter. The extravasation ceased on subsequent imaging performed 5 minutes after an additional angioplasty. Although popliteal artery (pa) rupture was confirmed, it was through a post angioplasty dissection and not from a perforation of the stent. Two rupture sites, one just beyond the stent and one through the stent interstices, from an angioplasty diameter just 20% more than the reference vessel diameter indicates unusually fragile plaque. Sealing of the ruptures with additional prolonged angioplasty, as observed, was expected. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. The product appeared to have functioned as intended, and no failure of the device was noted. We will continue to monitor for similar complaints. Per the design failure mode and effect analysis, no further action is required.